Manufacturer narrative:
9733856: work order passed. 9733467: unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that user had an issue with registration failing while registering with a stingray patient tracker. There was no patient present.